Manufacturer narrative:
(B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent procedure date? No further information is available. Date of event? No further information is available. How was the drain secured? No further information is available. Where was the drain placed? 19fr drain was placed at the anastomotic site. Were there any anomalies with the drain: appearance, damage or function prior to use? No further information is available. Was the drain checked for patency during the procedure? No further information is available. Did the drain function as intended? No further information is available. Did the reservoir function as intended? No further information is available. Were there any anomalies with the drain: appearance, damage or function after use? No further information is available. Product lot number of drain? No further information is available. Patient¿s current status? No further information is available. What is the surgeon¿s opinion of the event on the patient consequences? Surgeon¿s opinion about causal relationship between product and event: the doctor thinks that it may be a problem of negative pressure or way of placement. There is a high possibility that there was involvement of surrounding tissues due to negative pressure of the product, or some kind of load was put on the anastomotic part and leakage occurred due to the effect of the product at the time of removal. No further information will be provided. No product is available for return. Note: events reported on mw# 2210968-2021-07647.

Event description:
It was reported a patient underwent a colorectal resection surgery on an unknown date and a drain was used. A19fr drain was placed at the anastomotic site. At the end of the surgery, a drain was placed to pass from the left side to the right side of the rectal anastomosis. The patient was returned to the ward. Post op, six days, after confirming that there was no problem such as a leak and the drain was removed. A leak occurred from the anastomotic site. Several hours later, the patient complained of abdominal pain, and CT confirmed leakage from the anastomotic site. Reoperation was performed. A drain was placed with natural pressure without applying negative pressure. Further details are not provided from the hp. No sample will be returned.